Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient ¿s healthcare provider reported that the patient was scheduled for an MRI due to numbness in their legs. It was unknown if the condition was present before or after the implant and the caller was unsure if the symptoms were related to the device/therapy. It was also reported that the patient experienced a urinary tract infection. No patient symptoms were reported. No further complications were reported/anticipated.